Manufacturer narrative:
Implant date is estimated to have occurred in 2020.

Event description:
During an unrelated procedure, the parylene coating appeared to be peeling off the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of detached parylene coating was confirmed by inspecting the device upon receipt. However, the peeled parylene coating was revealed to be within the acceptable criteria for implanted devices. No further anomalies were revealed.

Manufacturer narrative:
Implant date is estimated to have occurred in 2020.

Event description:
During an unrelated procedure, the parylene coating appeared to be peeling off the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.